Manufacturer narrative:
The test strips were not submitted for investigation. The investigation did not identify a product problem.

Manufacturer narrative:
The meter serial number was (B)(6). The product has been requested for investigation on 12-mar-2025. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter compared to a different accu-chek inform ii meter. The meter results were: at 4:48 pm: 398 mg/dl. At 4:51 pm: 107 mg/dl. At 4:53 pm: 227 mg/dl. Sometime between 4:53 pm and 5:04 pm, the patient was tested on a different accu-chek inform ii meter and the result was 248 mg/dl. The result of 248 mg/dl was believed to be correct. Qc was performed on the day of the event and it was acceptable.